Event description:
It was reported by the sales rep that during an lavh procedure, the device was being used, and it would not seal the 3mm ip vessel and bleeding was more than normal. The surgeon activated the device multiple times and then tried repeatedly to coagulate and it was unsuccessful. They converted to an open procedure and completed the case with cautery and suture. There was more than an hour added to the procedure time. The pt was not sent to ICU, no transfusion was required. Pt is staying in the hospital more than the normal 24 hour stay. Pt is stable and at the hospital at this time. Add'l info: rep responded: this was the surgeon's first enseal case. Inservicing had been performed. Instrument fired/activated successfully with good hemostasis approx 6-7 times prior to the bleeding. Surgeons did not remark that the tissue felt tough. Prior to the ip injury, rep pointed out to both surgeons, the tissue was ripping and requested they release the contralateral tension/torque they had on the tissue. The surgeon momentarily released all of the tension, and indicated he was not comfortable with the visualization at that point. Rep requested that he relax some of it, but not all tension and surgeon insisted they maintain full tension for visualization. Please note these surgeons use an operative scope through an 11 mm umbilicus port. A 5mm suprapubic port was used to manipulate the uterus. Excessive grasping force was used as evident by the ripping of tissue prior to the ip injury and the subsequent immediate retraction of the tissue when the pedicle was transected. In a f/u conversation with the surgeon - he told me it was user error citing poor visualization of knife blade with operative scope and agreed excessive tension could have played a role.

Manufacturer narrative:
Date sent: 09/18/2009. Info anticipated, but unavailable at this time.